Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 2,916 units. There are no units in stock in b. Braun surgical's warehouse. We have received 3 closed sample and an open sample (seems used) without needle and the thread not wound on the pack. The thread has been visually analyzed and the thread seems cut at one end and totally damaged at the other as can be seen in the enclosed picture. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 2.48 kgf in average and 2.29 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications. We take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that when the surgeon was using 1piece of c3090042 on patient's anus for wound closure purpose. Needle of c3090042 has detached and needle was left over in patient's body. Due of unable to remove the needle from patient's body therefore patient is under observation stage now. Additional information has not been provided.